Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to implant fracture. There is no additional information available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned product found signs of being implanted (wear/gouged) and the post feature has fractured off. Device was submitted for further analysis. Analysis determined the post likely fractured off from the body of the bearing surface due to overloading, potentially exacerbated by impingement damage on the post from the femoral component and also possibly by misalignment between the bearing surface and femoral component resulting in the scraping impingement only on the right and posterior sides. The site of the impingement damage probably served as a crack initiation point allowing fatigue crack propagation to proceed until fracture. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.